Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25516) inserted. The report describes a case of device breakage ("a broken part of essure (plastic piece in the extension of the trocar - introducer) remained stuck in hysteroscope"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion had resolved. The relationship of complication of device insertion and device breakage to treatment with essure was not reported. The reporter commented: the essure lost a cath; a plastic piece in the extension of the trocar remained stuck in hysteroscope. The part indicated of the device did not detach and got blocked inside the device, and remained inside and was released when used on another patient. The implant was indeed inserted in the first patient. No clinical consequence for the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number e25516 (production date 17-sep-2015, expiration date 28-sep-2018). The broken part of introducer is not clear to confirm the breakage, since the sample was not returned for investigation this case is an unconfirmed quality defect but plausible. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a physician reported that a broken part of essure (plastic piece in the extension of the trocar) remained stuck in hysteroscope after essure (fallopian tube occlusion insert) insertion in a female patient. There was no clinical consequence for the patient. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the implant was indeed inserted in the patient, however when using the same hysteroscope in another patient, physician noticed that a plastic piece in the extension of the trocar remained stuck in hysteroscope. Since the catheter breakage occurred during essure insertion procedure, causality cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Event description:
This female patient was involved in a reimbursement or compensation activity. The patient received essure, lot number e25516. The report describes a case of device breakage ("a broken part of essure (plastic piece in the extension of the trocar) remained stuck in hysteroscope") and complication of device insertion ("complication of device insertion"). On (B)(6) 2017, the patient started essure. On (B)(6) 2017, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The relationship of device breakage and complication of device insertion to treatment with essure was not reported. The reporter commented: the essure lost a cath; a plastic piece in the extension of the trocar remained stuck in hysteroscope. The part indicated of the device did not detach and got blocked inside the device, and remained inside and was released when used on another patient. The implant was indeed inserted in the first patient. No clinical consequence for the patient. Most recent follow-up information incorporated above includes: on 3-feb-2017: case correction: after company internal review, the event "spasm during insertion" was deleted since there was no mention to it in the original source document. Lot number was confirmed to be e25516. Company causality comment: a physician reported that a broken part of essure (plastic piece in the extension of the trocar) remained stuck in hysteroscope after essure (fallopian tube occlusion insert) insertion in a female patient. There was no clinical consequence for the patient. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the implant was indeed inserted in the patient, however when using the same hysteroscope in another patient, physician noticed that a plastic piece in the extension of the trocar remained stuck in hysteroscope. Since the catheter breakage occurred during essure insertion procedure, causality cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
This case was reported by a gynecologist/obstetrician and describes the occurrence of device breakage ("a broken part of essure (plastic piece in the extension of the trocar - introducer) remained stuck in hysteroscope") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. E25516) inserted. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be not reported (study) to essure. The reporter commented: the essure lost a cath; a plastic piece in the extension of the trocar remained stuck in hysteroscope. The part indicated of the device did not detach and got blocked inside the device, and remained inside and was released when used on another patient. The implant was indeed inserted in the first patient. No clinical consequence for the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 20-apr-2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1614 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number e25516 (production date 17-sep-2015, expiration date 28-sep-2018). The broken part of introducer is not clear to confirm the breakage, since the sample was not returned for investigation this case is an unconfirmed quality defect but plausible. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 11-apr-2017: addition of device similar incident listing report. Company causality comment: a physician reported that a broken part of essure (plastic piece in the extension of the trocar) remained stuck in hysteroscope after essure (fallopian tube occlusion insert) insertion in a female patient. There was no clinical consequence for the patient. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the implant was indeed inserted in the patient, however when using the same hysteroscope in another patient, physician noticed that a plastic piece in the extension of the trocar remained stuck in hysteroscope. Since the catheter breakage occurred during essure insertion procedure, causality cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Despite repeated follow-up attempts, no further information could be obtained.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25516) inserted. The report describes a case of device breakage ("a broken part of essure (plastic piece in the extension of the trocar - introducer) remained stuck in hysteroscope") and complication of device insertion ("complication of device insertion"). On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The relationship of complication of device insertion and device breakage to treatment with essure was not reported. The reporter commented: the essure lost a cath; a plastic piece in the extension of the trocar remained stuck in hysteroscope. The part indicated of the device did not detach and got blocked inside the device, and remained inside and was released when used on another patient. The implant was indeed inserted in the first patient. No clinical consequence for the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1614 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number e25516 (production date 17-sep-2015, expiration date 28-sep-2018). The broken part of introducer is not clear to confirm the breakage, since the sample was not returned for investigation this case is an unconfirmed quality defect but plausible. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information, the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 11-apr-2017: despite repeated attempts to acquire further information, none received. Company causality comment: a physician reported that a broken part of essure (plastic piece in the extension of the trocar) remained stuck in hysteroscope after essure (fallopian tube occlusion insert) insertion in a female patient. There was no clinical consequence for the patient. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the implant was indeed inserted in the patient, however when using the same hysteroscope in another patient, physician noticed that a plastic piece in the extension of the trocar remained stuck in hysteroscope. Since the catheter breakage occurred during essure insertion procedure, causality cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Despite repeated follow-up attempts, no further information could be obtained.